Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's charging time interval has decreased from once every 6 days, as was consistent for 3 months, to once every two days. The patient has been stable for 6 years on their activa rc. No abnormalities were seen during the measurement. Same impedance and ma in recent years. Agent reviewed charging sessions, based off the patient's current settings, should deplete in 11.3 days from 100% to 0%, if the implantable neurostimulator (ins) is used 24 hours/day. The session report shows that the patient charges the ins in the last 6 charging sessions when the battery is at 50%.  Session reports also showed that the patient hardly used the ins from november to february. In march the patient used the ins for approximately half the month and in april the ins appears to have been fully used until april 18 (the charging session date). When the patient starts using the ins more, as is the case here, the charging interval will become shorter. It was also observed in the session reports that the ins has been in overdischarge once. At this time it can't be excluded that the increased use of the ins and/or the overdischarge may have something to do with having to need to recharge more often.